Event description:
It was reported that the device would intermittently fail to recognize the installed battery. The device would not be able to power on and deliver defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the battery plate harness, battery cavity plate and main pcb assembly to observe proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies and determined the cause of the intermittent malfunction to be a failure of a push button switch, designator (B)(4), from the main pcb assembly. There was no failures found with the removed battery plate harness.